Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 console. The incident occurred at (B)(6). This medwatch report is filed by sorin group USA on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. A complete functional and electrical check on the pump was performed with no problems found. The failure of a single component of the sorin group (B)(4) is compensated for by the sys. A hand crank is included and the instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. In addition, it is recommended to have the use of a backup pump to mitigate the effect of a failure.

Event description:
It was reported that during the procedure, the pump stopped without any alarm. The pump was set to be controlled by the level sensor. The perfusionist operated manually and power cycled the pump without results. After a few minutes, the pump started to work properly. The procedure was completed without problems for the pt.